Manufacturer narrative:
The customer stated that she did not use clean, flat and non-absorbent surface while performing control tests. As per the contour next control solution user guide, one of the testing technique is as follows: "squeeze a small drop of solution onto a clean, nonabsorbent surface. Do not apply control solution to your fingertip or to the test strip directly from the bottle." The patient/family was the initial reporter , so personal information was not entered. Weight was left blank as the customer's weight was not provided. The model # was not provided.

Event description:
The customer reported that she ran control tests using the contour next ez meter and obtained readings of 187 mg/dl and 153 mg/dl. The meter did not automatically mark them as control tests, and so the readings will be displayed as blood results when accessing the meter's memory. There was no allegation of an adverse event. The customer was advised to return the control solution for evaluation. Replacement meter kit and test strips were sent to the customer.

Manufacturer narrative:
The customer did not return the device for evaluation. Therefore, in-house testing was performed using an in-house contour next ez meter with in-house contour next test strips and in-house contour next control solution from lot # 9bv2g40. All control readings obtained during in-house testing were properly marked as control results in meter's memory.

Manufacturer narrative:
A device history record was reviewed for the suspected contour next ez meter and no manufacturing anomalies were found.